Event description:
Info received indicates the reverse trendelenburg function is not working.

Manufacturer narrative:
The tech found the s9 valve in the hydraulic manifold sticking. The tech replaced the s9 valve to repair the bed.